Event description:
The patient experienced inconsistent stimulation starting march 18, 2026. Troubleshooting efforts, including parameter changes and the use of different devices, resulted in the same inconsistent stimulation. This issue was confirmed during sleep studies and wakeful titration. The patient exited the study and opted to have the device explanted. No additional information for this patient is available.